Event description:
It was reported that the patient began hearing a single beep on (B)(6) 2015 ¿every once in a while,¿ also reported as ¿once an hour.¿ then on (B)(6)2015, they started hearing something which sounded like an ambulance siren. The patient had not been able to use the personal therapy manager (ptm). The patient checked the ptm to try and find out what warning code would be shown, and the ptm home screen had a refill date of (B)(6) 2015. The patient was given a refill appointment for (B)(6) 2015. It was noted that the healthcare provider (hcp) gave the patient a refill date later than the expected alarm date of (B)(6) 2015 because they did not anticipate the patient to use all her available boluses, thus pushing the refill date out, but the patient reportedly used all the doses. When the pump was accessed on (B)(6) 2015, 20ml was in the pump. The reservoir volume was reset to 20ml and dose was increased. The patient was then scheduled for the refill on (B)(6) 2015 and possible catheter dye study/rotor study. The patient returned for a refill on (B)(6) 2015 and the pump logs were read, which showed a low reservoir alarm on (B)(6) 2015 and an empty reservoir critical alarm on (B)(6) 2015. The patient¿s previous refills were noted to be on (B)(6) 2015. A review of the patient¿s chart with a session printout from (B)(6) 2015 showed the pump reservoir had 18.2 ml before the refill, and the reservoir volume was not updated to reflect the 40 ml of medications that were filled in the pump. Therefore, the alarm date of (B)(6) 2015 was when the pump calculated the reservoir volume at 1.0 ml. The critical alarm activated hourly starting (B)(6) 2015, when the pump thought it had delivered all the medication. During the aforementioned refill, the reservoir volume indicated was 7.4 ml, and the hcp aspirated 7.0 ml. After resetting the refilling the pump, there were no further complaints from the patient. At the time of the report, the patient status was alive with no injury. The patient was stated to have experienced "a lot of pain." The patient recovered without permanent impairment. The pump system was being used to infuse hydromorphone and clonidine. It was further reported that a pump reset occurred due to low battery (checked box on returned letter from the provider). The pump reportedly went into safe state. There was no further information about this issue. Further follow up was being conducted to determine if a pump reset error occurred or if the reporter intended to state that the ¿pump was reset.¿ there was no previous indication of this error occurring and it was not seen in the returned pump event logs that correspond to the reservoir volume error.

Event description:
Additional information received reported that they updated the pump to the correct volume and ¿in her mind, re-set the pump.¿ the reporter did not know that there was a pump reset error. There was no pump re-set error noted in the patient¿s logs and the pump never stopped. No further information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter, product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).